Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Method: no testing methods performed (B)(4).

Manufacturer narrative:
The condition of the device showed no significant physical damages. Equipment used: test ipc console (provided by s<(>&<)>r). Observations: the drill was connected to the console. The console did not recognize the drill so it was not possible to operate the drill. The device was received in a non-functioning condition therefore, temperature testing could not be completed and the failure could not be confirmed. The device was scrapped. (B)(4)

Event description:
It was reported that the handpiece heated up. Another handpiece was used to complete the procedure. There was no patient impact or injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.